Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer declined to load a new cartridge and continued using the existing cartridge for insulin therapy.